Manufacturer narrative:
(B)(4) follow up emdr for device evaluation: two photo samples were provided to our quality team for evaluation. Through visual inspection, the photos display the product label, confirming the reported product. There was no physical sample or photos provided that show any defect with the tubing therefore, the reported failure mode was not confirmed. A review of the internal manufacturing device records and raw material history files for the lot 0001296186 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Complaints received for this device and defect will continue to be monitored for future occurrences.

Event description:
It was reported that there is a crack in the tubing when patients come back from ir. There have been more than 3 failures on the lockable drainage line tubing in the last 2 days. They are having trouble with a crack in this tubing when patients come back from ir and has affected 3 different departments if not more. It cracks at the base of the lock when it attaches to the pleurx drain.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that there is a crack in the tubing when patients come back from ir. There have been more than 3 failures on the lockable drainage line tubing in the last 2 days. They are having trouble with a crack in this tubing when patients come back from ir and has affected 3 different departments if not more. It cracks at the base of the lock when it attaches to the pleurx drain.